Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that hypercoagulability test results were normal on 2021-03-10.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was an unsuccessful thrombectomy with the solitaire device. An mtici score 0 was reported following pass #3 with the study device solitaire x - sfr4-4-20-05. However, in pass #4, another device "catch mini " and solitaire x - sfr4-4-20-05 were used to retrieve the clot. The device was used per the standard of care. Baseline mrs:0, nihss, 9, mtici 0, initial clot in left mca - m1. The procedure mtici in final pass # 4 was 2c, and the nihss at discharge 2 and mrs 2. Patient medical history include hyperlipidemia. Additional information received indicated that post-procedure, on (B)(6) 2021, the patient had a painful, pale, and cold leg. An ecodoppler diagnostic test was performed to reveal a thrombus in the femoral artery and a hypercoagulability test was performed. The apical aneurysm in the left ventricle where a big clot was found migrated to the left leg causing femoropopliteal thrombosis. The patient was hospitalized and a surgical procedure was performed to remove the clot which was resolved (B)(6) 2021. The site assessment determined the event was not related to the study device or procedure and probably related to the disease under study/underlying condition. The sponsor assessment determined the thrombosis was related to the study procedure.

Event description:
Additional information received indicated the site verified that two devices were used together in the fourth pass to achieve a final modified thrombolysis in cerebral infarction (mtici) score of 2c. There was no unsuccessful thrombectomy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.